Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture / capsulotomy. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with two 375cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (grade unknown) and left-sided rupture postoperatively. Mammogram and ultrasound were performed on (B)(6) 2020, and the results indicated the left-sided rupture. In addition, MRI was performed on (B)(6) 2020, and the result also indicated the left-sided rupture. The diagnosis was confirmed based on the MRI result. In addition, the patient¿s surgeon noted that the primary reason for the revision surgery is bilateral capsulotomies. As a result, the patient underwent removal and replacement with two 405cc mentor memorygel breast implant prostheses (catalog #: smpx405, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. This report is for the right-sided prosthesis.